Manufacturer narrative:
The investigation determined that false (B)(6) vitros anti-hav igm results were obtained. There was no evidence to suggest that an instrument malfunction occurred. The investigation could not determine an assignable cause, however, the patient samples involved in the event cannot be ruled out. The possibility exists that the patients involved were (B)(6). Additionally, a reagent related issue cannot be ruled out as a contributing factor.

Event description:
A customer observed false (B)(6) vitros anti-hav igm results from multiple patient samples ((B)(6)) while using the vitros eciq immunodiagnostic system. The customer believed that the affected anti-hav igm results should be (B)(6) based on (B)(6) anti-hav total results. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report is number two of 2 MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).